Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the rescue unit was plugged into hybrid and still not charging. The stm opted to replace the power management board and the batteries began to charge. The batteries then failed the battery run time test. The unit was not cleared for clinical use pending order and receipt of new batteries. The stm later returned to the customer's site to replace the batteries as reported under mfg reporting #2249723-2019-00039. The iabp unit passed all functional and safety tests according to factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. The iabp screen indicated that the batteries were dead. This event was discovered during a service/test by the customer, as this is a pump recently acquired from (B)(6) hospital by (B)(6), a new facility. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The suspected executive power management board was returned to the getinge national repair center (nrc) for further evaluation. Inspection of the executive power management board was performed by a senior technician of the nrc and visual damage was observed to component (burned). Due to the burned component the executive power management board could not be tested. The nrc reported that from past experience it has shown that the burn component is the cause of the batteries not charging. The nrc sent the executive power management board to the supplier for failure analysis per procedure. The supplier verified the failure of the batteries not charging. The supplier replaced components q27, q5 c14 and u5 and the executive power management board passed testing. The nrc installed the executive power management board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. The board passed testing and will be packaged, labeled and sent to stock per procedure.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. The iabp screen indicated that the batteries were dead. This event was discovered during a service/test by the customer, as this is a pump recently acquired from good samaritan dayton hospital by miami valley north, a new facility. There was no patient involvement; thus no adverse event was reported.